Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known if there was a delay to the start of the pre-cleaning. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ "[inspection of the endoscope] inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel] insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endo therapy accessory is withdrawn smoothly from the biopsy valve." "[Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function while covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional information was available. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: switch boxes were not functioning due to damage: dirt was found on the tip cover due to handling; perforation of the forceps channel; insufficient bending angle and angle knob play due to the elongation of the angle wire; the flexible tube of the insertion section was crushed due to external factors; peeled paint was on the suction cylinder; and the forceps plug cap was scraped off. Dirt was found on the suction cylinder, illumination lens, and objective lens due to insufficient cleaning and handling. Air and water nozzles were clogged, causing the draining function to be reduced. The device was discovered to be leaking liquid in multiple locations. Scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the remote switch on the evis lucera gastrointestinal videoscope failed. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted there was residual fluid and foreign matter that came out of the the forceps channel and a foreign object in the nozzle, which was caused by insufficient cleaning/reprocessing. This report is to capture the reportable malfunction of the residual fluid and foreign matter that came out of the the forceps channel and a foreign object in the nozzle, which was caused by insufficient cleaning/reprocessing noted at estimation.